Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a heavily calcified mid left anterior descending artery. A non-abbott atherectomy device was being used when the device caught a flap and caused a perforation. The 3.50x16mm graftmaster stent delivery system failed to cross due to the anatomy. An unspecified balloon was used in an attempt to seal the perforation but was unsuccessful. The patient died that same day. Per the physician, patient's health had not been declining (toward death) prior to graftmaster use. No additional information as provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. Minimal information is provided in this case. A graftmaster (gm) was used to seal a perforation caused by non-abbott atherectomy device, csi, during an intervention to treat a heavily calcified mid-lad. The 3.50x16mm graftmaster covered stent failed to cross the lesion due to calcification and was not able to seal the perforation. There was no device malfunction noted with the graftmaster. Death in this case is a direct result of the perforation. Gm is secondarily related in that it could not seal the perforation. MFR site - contact office first and last name was updated from connie speck to lindsey bell

Event description:
It was reported that the procedure was performed to treat a heavily calcified mid left anterior descending artery. A non-abbott atherectomy device was being used when the device caught a flap and caused a perforation. The 3.50x16mm graftmaster stent delivery system failed to cross due to the anatomy. An unspecified balloon was used in an attempt to seal the perforation but was unsuccessful. The patient died that same day. Per the physician, patient's health had not been declining (toward death) prior to graftmaster use. No additional information as provided.